Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection found no issues. A functional evaluation found the probe functioned as intended. The probe was tested at various settings and all tests found the probe to pass energy through the electrode appropriately. A review of the customer provided image confirmed the product and lot number of the device returned for investigation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the probe head has no positive energy output and cannot be used while being used in default settings. The probe head is for single use. The host shutdown and restart still can not be used, finally a new probe head was used to complete the surgery with a delay greater than 30 minutes. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.